Event description:
It was reported that, "surgeon removed the above head and liner and replaced with (B)(4) and an (B)(4) 32mm +6mm 10 degrees eccentric insert. The original liner had began to wear eccentrically. The explanted items were disposed of by the hospital. Surgeon chose to not remove the stem and shell which were well fixed and well positioned. Surgeon was satisfied the replacement parts provided adequate stability."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.